Event description:
The pt was scheduled for a permanent procedure on (B)(6) 2011. During the implant of the paddle lead, the doctor noticed that one of the electrodes fell off of the lead. A new lead was used and implanted successfully.

Manufacturer narrative:
Eval: results: the product was rec'd with one of the lead electrodes on channel 15 peeled off of the g7 layer. Consistent with overstress of the lead prior to implant. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.